Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 8:30 with blood glucose was 576 mg/dl. The customer's blood glucose last 4 to 6 days was 504 mg/dl and current blood glucose is 200 mg/dl. The customer treated their high blood glucose bolus with the insulin pump and in the hospital it was treated with intravenous, insulin drip. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. Displacement test was performed on the insulin pump and result was no reservoir. The insulin pump will not be returned for analysis.